Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 646 mg/dl during the time of the incident. The customer stated that she was hospitalized for high blood glucose readings due to a uti. The customer stated that she bloused at the restaurant with blood glucose of 400 mg/dl and treated with the pump by blousing 9 units. The customer stated that her husband took her to the emergency room when her blood glucose was high. The customer stated that she had two mild heart attacks confirmed by the cardiologist at the hospital. The doctor confirmed that the customer had no blockage from these mild heart attacks. The customer disconnected from the pump saturday morning and reconnected to the pump on sunday night at the hospital with hospital staff so she can monitor her blood glucose readings.